Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after resection of the left vestibular gland cyst, upon checking incision cracked and the obvious absorbable sutures were not absorbed in strips. The surgeon cleaned and disinfected the incision, cut off the unabsorbed sutures. There was no patient injury.